Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately erratic when comparing blood glucose results taken one after another. On (B)(6) 2011, the medical surveillance specialist (mss) tried to speak with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2010. The patient reported blood glucose results of "499 and 377 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. It is not known how the patient manages her diabetes or what action she took at the time of the alleged issue. At an unspecified time after the alleged issue begun, the patient claimed she felt symptoms of nausea, was throwing up, blurred vision and shaking. The patient did not specify any treatment received. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca walked the patient through a control solution test which fell within range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4). Per the customer, the device is not available for evaluation. Therefore, the reported condition of "ruptured reservoir" could not be confirmed. Should the sample and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce intermate sv200 device had ruptured during filling. The device was filled with antibiotherapy. There is no patient involvement. No additional information is available. This is report 5 of 9 with the same reported problem from this facility.